Event description:
Attorney reported: in late 2002 - the pt underwent a right inguinal hernia repair procedure with implant of a perfix plug. In 2003 - the pt reports stress-related, sharp, pinching pain at the implant site along with constipation, cramps and poor digestion. The pt was treated by way of a colonoscopy, which found polyps, but doctor suggested he see a surgeon about his recurrent hernia. No doctor has attributed the above bodily injuries to the use of or any defect in the perfix plug.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available. Note: report from attorney indicates that no doctor had attributed the event to the use of or any defect in the perfix plug.